Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-uni-celect g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the filter was placed in 2014. The patient came back on friday (B)(6) 2018 and had a mild pe and they did an angiogram. It was clotted below the filter to the iliac. It appears that a leg was broken off from the filter but not migrated. The filter was tilted a lot and extended to the ivc. It also looks somewhat imbedded and currently remains in the patient." Additional information provided (B)(6) 2018: "the filter is still in the patient¿s body. Based on the angio procedure and according to the nurse, physician indicated that the filter was tilted and perforated the caval wall. Patient outcome: the nurse mentioned that if the filter is going to be removed, the patient will most likely have to go to uab, or an advanced center for the removal."

Event description:
Description of event according to initial reporter: "the filter was placed in 2014. The patient came back on friday (B)(6) 2018 and had a mild pe and they did an angiogram. It was clotted below the filter to the iliac. It appears that a leg was broken off from the filter but not migrated. The filter was tilted a lot and extended to the ivc. It also looks somewhat imbedded and currently remains in the patient." Additional information provided 17apr2018: "the filter is still in the patient¿s body. Based on the angio procedure and according to the nurse, physician indicated that the filter was tilted and perforated the caval wall. Patient outcome: the nurse mentioned that if the filter is going to be removed, the patient will most likely have to go to uab, or an advanced center for the removal."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and image review. On the single provided image dated approx. Four years after filter placement, the filter does demonstrate a significant rightward tilt, relative to the posterior spinous processes. In addition, there is a fracture involving one of the primary filter legs with the distal fracture fragment measuring approximately 12 mm and located just inferior to the donor portion of the primary filter leg. Given the configuration this primary filter leg is likely penetrated through the wall of the ivc, which may have contributed to the development of the primary filter fracture by creating abnormal stress on the leg, resulting in metal fatigue, at the location of penetration. It is well documented in the literature that the presence of an ivc filter does increase the risk of caval and lower extremity deep vein thrombosis, even in the setting of anticoagulation. There is also an intrinsic failure rate for pulmonary emboli despite the presence of an ivc filter. In this setting, where the filter is described to be thrombosed with clot extending down to the level of the iliac vein, there is also likely thrombus extending cranial to the ivc filter, just not described. Any of this thrombus could become dislodged and result in pulmonary emboli, as described is present. In addition, the significant tilt decreases the efficacy of the ivc filter, which may have also contributed to the development of pe. The cause of the filter tilt, at this point, is indeterminate. It is uncertain if this filter tilt developed over time or whether this was present at the initial placement, as the placement images were not made available for review. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.